Event description:
A customer reported the following: "a fluid leak was noticed at the upstream connection of the lvp. The leak was not immediately found, but occurred at a undetermined period of time after loading of the set." The medication infusing was 0.9% sodium chloride and was being used in an oncology setting. The customer's own analysis indicates a pinhole leak near the upper fitment. There was no harm to the pt; the user stopped the infusion of saline and replaced the set and module and resumed the infusion. Although requested, no further pt or event info was provided.

Manufacturer narrative:
(B)(4). The device has been received, but it has not been evaluated yet. A follow up report will be submitted with the results of the investigation once it has been completed.